Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a consumer from india of peritonitis. On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient developed peritonitis. It was unknown if the patient required hospitalization. On (B)(6) 2010, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The result of the culture was unknown. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm intraperitoneal (ip) and fortum 1gm ip. At the time of reporting, the event of peritonitis was resolving. The root cause of the peritonitis was unknown. Pd therapy continued. The patient's concomitant medications were not reported. The reporter believed that the event of peritonitis was unrelated to pd therapy. Additional information was received on (B)(6) 2010. Follow up information was reported by a nurse (clinical coordinator). On an unreported date, the patient made a mistake which resulted in a break in aseptic technique which the reporter believed was the cause of the peritonitis. Effluent culture revealed no growth. Effluent neutrophil count was unavailable. On (B)(6) 2010, the events resolved.